Event description:
Customer reported the insulin pump kept alarming battery out limit during the past few days. Customer stated he replaced the battery four times. Troubleshooting was performed. Customer's blood glucose was 65 mg/dl, treated with grapes and programmed a temp basal for an hour to turn it off. Alarm and possible causes were explained to the customer. Customer was advised alarm might be indicating the battery cap was loose. Customer was assisted with rewinding device and resetting it. Customer was advised to monitor device and battery cap will be sent. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.